Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error alarm on their device. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No hardware low levels noted during testing or in downloaded history report. Multiple boluses were programmed and delivered. All boluses were recorded in daily history. No cosmetic damage noted.